Event description:
According to the reporter, intra-operatively in a laparoscopic sleeve gastrectomy, the device fired the black staple load until it reached the end of the load. He retracted the staple load blade completely but the staple load jaws would not open, then he proceeded to shake the device until the jaws were opened. At this point he noticed that the staple load had not formed the staples onto the tissue and the blade did not cut the tissue, the portion of the unformed straight staples were in the tissue, while a portion of straight unformed staples were advanced but still contained within the staple load. The returned staple load shows the portion of staples still within the staple load. The device staple line was incomplete centrally. They replaced the defective staple load to complete the case. The patient was alive with no injury. The device is expected to be returned for evaluation.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the 2cm cut line. Functionally the reload was loaded into a pmv representative instrument, the interlock was overridden, and the reload was applied to test media. All remaining staples were placed and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.